Event description:
Blood was noted in the iab catheter and iabp was discontinued. The balloon was noted to have ruptured. The pt was stable after the event. Co was notified of this event on 11/11/96 via the mandatory medwatch form from the uf; uf/dist report number: 100060-1996-0005. The iab was not returned to co for eval. The iab was not released by the risk mgmt dept at the facility. Event complications: none from the event-reported 11/11/96. Pt's current status: stable -rpt'd 11/11/96.